Manufacturer narrative:
Product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Device was returned for analysis. No additional information.

Manufacturer narrative:
Concomitant medical product: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient implanted for lumbar radiculopathy. The rep reported that the patient¿s implantable neurostimulator was being replaced on the day of the report due to normal battery replacement. They stated that during the replacement surgery, the physician was unable to remove the leads from the implantable neurostimulator (ins) header block. The rep indicated that the physician ended up taking the header block off the battery, and actually broke apart the ins. They stated that the physician cut one of the lead tails of the 5-6-5 lead, but the other 8-15 lead remained viable, and is being used in the new ins along with a new percutaneous lead. The rep mentioned that the set screws were adequately loosened before the lead tails were pulled. They noted that they will be sending the removed ins to the manufacturer for analysis. No further complications or patient symptoms were reported or anticipated.

Manufacturer narrative:
Product analysis #702537165: analysis information -- 2018-08-24 11:08:30 cst pli# 10 product ID# 37712 below is unedited, system generated text based on the analysis finding code(s) and test results. The implantable neurostimulator (ins) passed functional testing; however a lead or lead parts were observed inside the implantable n eurostimulator (ins) connector port. Comments1: analysis determined the telemetry was acceptable. The information obtained from the ins upon receipt indicated the device had reached eos (end of service). Analysis determined there was a lead or lead parts stuck inside the ins connector port. Concomitant medical products: product ID: 39565-65, serial#: (B)(4), implanted: (B)(6) 2009, product type: lead. 37712 - analysis of the implantable neurostimulator (ins) (serial number (B)(4)) revealed that the ins passed functional testing; however a lead or lead parts were observed inside the implantable ins connector port. 39565-65 - analysis of the lead (39565-65) (serial number (B)(4)) revealed the proximal end insulation was consistent with m etal ion oxidation. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.